Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that there was no power, the station was offline. The field service engineer (fse) discovered that drawer 5 was preventing the boot process. The station was shut down, and drawer 5 was opened. The module controllers for drawers 5.1 and 5.2 were replaced, and the drawer board on drawer 5.1 was replaced. The latch sensor was found hanging loose at the back of the drawer; attempts to reseat it revealed that the latch block was stretched and could not hold the sensor in place. The latch block assembly was replaced, and the drawer was closed. The station was booted into hardware test application, and a drawer test on drawer 5.1 was completed. The station was then rebooted into the application. Customer logged in and configured the drawer, and medications were inventoried in the drawer. The drawer was confirmed to be working properly. A proactive inspection was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.